Event description:
On (B)(6) 2012, pt reported the infusion set connector "broke away" from the adhesive and leaked insulin after 2 days of use. She reported the tubing was tugged prior to the incident; however, the infusion device did not fall to the ground. She noticed the issue immediately and changed the infusion set. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested for eval.